Manufacturer narrative:
The investigation has been completed and the reported event was confirmed. During device testing, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Upon changing the cartridge, a cartridge alarm 19 was received and reoccurred with a second cartridge. The customer's blood glucose (bg) level was over 400 mg/dl and insulin injections were used to address the bg level. Insulin injections were to be used to manage diabetes.